Event description:
It was reported that the programmer froze after installing software. The programmer was returned for service. It was analyzed and tested out of specification. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer would not power up, the link electronic module (lem) circuit board was causing the programmer to not power up/shut down, as a result the lem board was replaced and calibrated. It was also noted that the power cord door was damaged, the keyboard was damaged, and the stylus was missing. Concomitant medical products: product ID: 229047, analyzer. (B)(4).